Event description:
During the implant attempt of the right atrial (ra) lead after it was placed, it fell. The physician removed the lead from the body and noted that the screw may not have retracted. The physician asked for a new lead. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary- the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. (B)(4).